Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the physician elected to treat the patient for an enlarged aneurysm (diameter unknown) by implanting two (2) additional limb stent afx devices on (B)(6) 2018. Then approximately one (1) year post secondary procedure, a type iiia endoleak of the left side limb extension with potential type iiib endoleaks of the mid-graft (bifurcated device) were detected during routine follow-up. The physician plans to perform a tertiary procedure, and the patient is reportedly asymptomatic. There have been no additional patient sequelae reported. A separate report will be filed to address the secondary procedure in 2018.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiia endoleak at the left iliac artery. The event is most likely anatomy-related due to a 57° patient aortic neck anatomy at initial implant (under IFU requirement of 60°) which is suggestive of remodeling. The reported type iiib endoleak was refuted and rather, there was a type ii endoleak from the lumbar. The clinical assessment also determined that there was evidence to reasonably suggest a type ia endoleak with proximal extension stent cage movement of 8-9mm occurred that was not included in the event as reported; the type ia endoleak and stent movement were discovered during review of the 47-month post-implant CT scan. Procedure-related harms for this event could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx with strata.

Event description:
Additional information received confirming that the patient's previous secondary procedure was prophylactic with no evidence of a leak, at which time coiling with onyx glue was performed. The physician has now elected to treat the patient by relining with ovation ix devices (one (1) main body and three (3) iliac limbs) on (B)(6) 2019. In addition, clinical assessment confirmed that a type ia endoleak and stent movement of the proximal extension were also present at the time of the reported event, and refuted the reported type iiib endoleak which was confirmed to be a type ii endoleak. Clinical also confirmed that the angulation of the patient's neck anatomy at the time of initial implant was under the IFU requirements (off-label use).